Manufacturer narrative:
The patient experienced adverse events on different days with the same device. The following reports are being submitted: com-0384254-18, 180603-000754,180603-000765,180603-000779,180621-002820.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. A data investigation will not be performed as signal loss up to one hour is within specification. No additional event information is available.